Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient underwent a check-up at the peritoneal dialysis (pd) clinic. On (B)(6) 2011, the patient was diagnosed with peritonitis, manifested by abdominal pain, cloudy effluent and poor drain. The patient was prescribed ciprofloxacin (500mg, twice a day, orally), but the patient could not comply with the antibiotic treatment. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Remedial treatment and the outcome for the event of peritonitis were not reported. Dianeal therapy was interrupted. Pd catheter removal and internal jugular (ij) catheter insertion were planned. The nurse stated that the event of peritonitis was not related to the dianeal solution.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because the cause was no device malfunction or use error identified. There was no batch review or sample evaluation for the disposable set. The event description did not state any apparent use error or other issues that could have caused contamination that resulted in peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.